Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and a leak was identified on the returned device. Returned device analysis identified a tear in the silicone valve inside the clip introducer housing. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate any similar incidents reported from this lot. The investigation determined the reported leak resulted from the observed torn material; this appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices. Reportability type is being upgraded from malfunction to serious injury.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two devices referenced are being filed under separate medwatch report numbers.

Event description:
This is filed on the second cds (clip delivery system) which is thought to be the cause of the loss of fluid column in the two steerable guide catheters (sgc). It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The first mitraclip was implanted without issue. When the second cds was advanced through the same sgc, the fluid in the sgc's hemostatic valve emptied or lost fluid column. Additional aspiration was performed to remove air from the sgc, but there was no injury to the patient. No air entered the anatomy. When the cds was removed from the sgc, the fluid returned to the hemostatic valve. The cds was re-inserted into the sgc and it lost column again. The cds was removed. The physician and nurse visualized the clip introducer of the cds and found no visible damage that may cause the loss of column in the sgc. The sgc was removed and a new sgc was prepared without issue. The new sgc was inserted into the anatomy. The second cds was inserted approximately 15 to 20 cm through the new (second) sgc. When the clip introducer was visible on the sgc handle, this second sgc also lost column. The undeployed cds was removed. A third cds was prepared and inserted through the second sgc; fluid column remained. The procedure continued successfully and mr was reduced to grade 1 with two mitraclips. When the patient awoke he was able to speak and showed no signs of neurological deficit. The following day, the patient continued to remain neurologically intact. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. The initial analysis of the returned clip introducer on the clip delivery system (cds) was performed and a tear was noted on the silicone valve inside the clip introducer.